Event description:
The customer reported that the system shut down and failed to re-boot to a usable state the exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.